Event description:
Physician is being investigated for "swishing" used culposcopy instruments in a sink with cidex plus between pts rather than soaking for the amount of time required for high level disinfection. The pt population consists of females with a high risk for hiv, hepatitis, sexually transmitted dieases, and for immune-compromise. According to the medical investigator, approx twenty pts were exposed to culposcopy instruments that were not disinfected according to the manufacturer's guidelines. To date, no reports of pt injury have been reported.